Event description:
Rn was preparing small novaplus hot pack (cat. No. V11460-010) to place on infant in nicu's foot for lab draw. Hot pack popped and exploded. The gel material reached the mother and got on her jacket, shirt, pants, headband, hair and skin. Directions read and mother quickly washed skin with warm water and mild soap. Attempts to remove from clothing failed and left a white film on clothing. (No harm to infant.) Additional incident of infant heel warmer exploding happened again the following week. Same box of product. (We retained 1 sample from this box.).